Event description:
It was reported that a flo-gard infusion pump had a battery issue. The reporter stated that the device turned off when it was unplugged. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. Battery testing revealed that the battery was expired. The cause of the reported condition was determined to be the expired battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.